Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician attempted to insert the catheter into the patient's right subclavian. He was able to advance the guide wire without issue. The physician attempted to thread the dilator over the wire and was not able to advance. It was then that he noticed a small wire sticking out of the proximal end of the guide wire about 2cm down. The wire and dilator were removed and another kit was used to place the catheter successfully in the patient's left internal jugular. There was no delay in treatment and no patient death or complications reported. The physician noted when he examined the damaged wire it appears that several coils are detached at several centimeters midway down the wire.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. Manufacturing records based on sales history were reviewed with no relevant findings. The probable cause could not be determined based upon the information provided and without a sample. No further action will be taken.